Manufacturer narrative:
A device manufacturing investigation was performed - a cable tensioner (part number 391.201, lot number p506559) was received with a cable jammed due to the jaws not being fully opened. Destructive testing was performed on the device and it was found that the cable was jammed due to the jaws not being fully opened. Additionally, it was found that the cable was slightly frayed, which could have also led to it getting stuck within the tensioner. There was no failure mode observed and the device functions as intended. A DHR review was conducted and found that the device met specification prior to shipping. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (cable tensioner, part number 391.201, lot number p506559). The subject device and unknown cable were inspected after supplier destructive testing by synthes customer quality. The supplier had separated the cable from the subject cable tensioner during the previously reported destructive testing. The tensioner shows surface wear and the jaws now open as intended. The cable shows frayed edges at the distal/cut end and damage between approx. 70mm to 140mm from the distal end. The damage consists of two approx. 90 degree bends and a few broken strands from the cable. There is also slight fraying approx. 90mm from the proximal end. As the crimp component was not returned the part and lot number are unknown; however, it is most probable that the wire is one of the available 1.0mm cables as listed in technique guide per the associated drawing. The reference dimension for the wire diameter is 1mm and per technique guide. The tensioner is used for wires of 1.0mm and 1.7mm diameter. The cable diameter was inspected, outside the noted damage, and found to measure approximately 1.086mm to 1.095mm. (Micrometers: om33) a root cause cannot be definitively determined. It was found that the cable was jammed due to the jaws not being fully opened. Additionally, it was found that the cable was slightly frayed, which could have also led to it getting stuck within the tensioner. As previously reported, no product issues were identified by the supplier. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the cable was stuck inside the tensioner. The repair technician reported the front piece was missing. Binding is the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to the complaint handling unit. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient initials are (B)(6). Patient weight is unknown. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Service history review: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is june 22, 2001. The source of the manufacture date is the release to warehouse date. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cable became stuck in a cable tensioner during a surgical procedure to repair a patella fracture on (B)(6) 2015. After the orthopedic cable was tensioned, the device became stuck. The surgeon was able to loosen the tensioner, but only after cutting the cable. Upon cutting the cable, the surgeon was able to remove the tensioner, but a portion of the cable remained stuck inside. The procedure was completed successfully with a delay of less than five (5) minutes. The patient's postoperative outcome was noted to be "fine." This report is 1 of 1 for (B)(4).